Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/10/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 2/7/25. On (B)(6)2025, the user experienced a sudden drop in blood glucose (bg), requiring ambulance and emergency department (ed) visit. The user's glucose levels plummeted with very little insulin being delivered. Multiple attempts were made to contact the user to gather details about blood glucose levels, hospitalization, and treatment, but all attempts were unsuccessful.